Manufacturer narrative:
This event occurred in (B)(6). The customer performed a flow path and sample/reagent probe cleaning. The sample/reagent probe was primed and quality control was performed. Quality control was acceptable but following a precision test was performed and failed. The field service engineer adjusted the sample/reagent probe alignment and performed a reagent bead mixer check. He replaced the reagent bead mixer. Also, he discovered there was a bubble within the in use hcg reagent pack.

Event description:
The initial reporter questioned a low elecsys hcg + beta test system result on a cobas e411 rack. The customer provided test results for one patient. The initial result was reported outside the laboratory to the physician. The physician questioned the initial result due to it not matching the patient¿s history. The customer performed repeat testing on the sample. The patient¿s initial hcg result was 3.73 miu/ml with a data flag, and repeat result was 1667 miu/ml with a data flag. Hcg reagent lot number used for patient testing was 385627 with an expiration date (B)(6)2020.

Manufacturer narrative:
Calibration data was requested but not provided by the customer. Customer qc recovery was ok. The sample clotting time was insufficient according to the tube manufacturer's recommendations. The investigation could not identify a cause of event, but the issue was consistent with the service findings.